Event description:
It was reported that a 578sd was used during a laparoscopic nissen fundoplication. It was reported by the affiliate that the outer seal of the trocar broke as the suture was put down the trocar. The suture was a tapered ethibond excel and an ethicon needle holder was also used. Another 578sd was used to complete the case. There was no consequence to the pt.